Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited adhesive rubber was peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for adhesive rubber was peeled. The most probable cause of this complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.